Event description:
On 20 april 2022, neotract was notified about a patient who received a successful prostatic urethral lift (pul) procedure on an unspecified date. After the procedure, the patient presented with bruising on the pelvis, scrotum, and penis. On 25 april 2022, it was reported that during a visit to the urologist on (B)(6) 2022 the hematoma was resolving on its own and did not require intervention. On 13 june 2022 it was reported that the remaining hematoma was drained (B)(6) 2022. The patient was reported as doing fine with expected irritation from the procedure and continued improvement.